Manufacturer narrative:
The following device was also listed in this report: avon pat/fem joint ex small; cat# 6430-0-050; lot# eer9f. Simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# diu023. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding decreased range of motion involving a triathlon patella was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned, as it appears it remains implanted. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as device return, x-rays and operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. As requested by the patient, it is noted that the patients implants were not part of a recall. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient called stryker requesting a recall inquiry for patient's left knee components. In the conversation with the patient, they mentioned they are having a hard time straightening their knee and had fluid extraction from the knee.

Event description:
Patient called stryker requesting a recall inquiry for patient's left knee components. In the conversation with the patient, they mentioned they are having a hard time straightening their knee and had fluid extraction from the knee.